Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation at 10 atmospheres for 5-to-6 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. The patient was in good condition, and no patient complications were reported.